Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00395124_1644408-2023-00032; 540-00-000, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Dr. B did an I & d and bushing exchange.